Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
It was reported in a medical journal that a patient was implanted an unknown allofit cup hip implant on an unknown date. Later a closed reduction process was performed due to dislocation of cup. The date the incident occurred is unknown. All implantations were performed in female patients, aged between 17 and 48, with high activity level, between february 1996 and october 2002. Journal article: ayoub b, putman s, cholewinski p, paris a, migaud h, girard j, incidence of adverse reactions to metal debris from 28-mm metal-on-metal total hip arthroplasties with minimum 10 years of follow-up: clinical, laboratory and ultrasound assessment of (B)(4) cases, the journal of arthroplasty (2016), doi: 10.1016/j.arth.2016.11.013.

Manufacturer narrative:
Investigation results were made available. As the case at hand was taken from a journal article it is not suspected that the device or additional information is being submitted for review. It was tried several times to receive more information for this case. Additional information was requested at the author of the journal article. A technical investigation was not possible to perform, as the device(s) were not at hand for investigation. Device history records (DHR): as no lot numbers were provided for the devices, the device history records could not be reviewed. At zimmer (B)(4) all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer (B)(4) and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. Trend analysis: n/a as no reference number was available. Review of event description: event summary: according to the received information, the patient experienced hip dislocation which was treated with a closed reduction. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents were received. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: no product documentation was reviewed for investigation. Root cause determination using dfmea: allofit cup: impingement with stem, due to wrong design of the shell and inserts ( eg. Hooded inserts). => not possible, a systematic issue with design and/or material properties would have been detected as part of complaint trending defined in complaint registration or in the current pms process . Metasul insert: impingement with stem, due to wrong design of the shell and inserts ( eg. Hooded inserts). => not possible, a systematic issue with design and/or material properties would have been detected as part of complaint trending defined in complaint registration or in the current pms process. Mal-function of device, leading to excessive wear, corrosion, metal ion release, loss of connection, dislocation of insert, due to off label use, combination with non approved zimmer products (eg. Different inserts, not compatible screws, implant and instruments). => possible, as the specific product numbers were not provided. However, considering the description of the used devices, off label use, combination with non approved zimmer products is unlikely. Metasul head: increased release of wear particles, loosening of components, subluxation, dislocation, due to impingement of components due to design. => not possible, a systematic issue with design and/or material properties would have been detected as part of complaint trending defined in complaint registration or in the current pms process. Inadequate rom (impingement) leading to increased release of wear particles, loosening of components, subluxation, dislocation, due to wrong cup position, impingement of the skirted head with acetabular liner. => possible, as no x-rays or surgical reports/products were returned for evaluation. Increased wear, loss of taper connection, dislocation, due to high patient activity. => possible, as patient behaviour/activity level is unknown and out of zb control. Increase particle and metal ion release, increased wear, loss of taper connection, subluxation, dislocation, due to increased ante/retro-version of the stem may increase joint loading. => possible, as patient behaviour/activity level is unknown and out of zb control. Dislocation, increased micro separation, due to soft tissue laxity. => possible, as no information about patient soft tissue laxity was provided. Increased release of wear particles, loosening of components, subluxation, dislocation, due to impingement of components due to malposition. => possible, as no x-rays were provided for evaluation. Conclusion summary: neither x-rays, operative notes, nor office visit notes were received for a deep assessment. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), relevant medical history and adherence to rehabilitation protocol are unknown. Due to significant lack of information, no specific root cause could be determined. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).